Manufacturer narrative:
Additional, corrected, and/or changed data: h6.

Event description:
No new additional info needed.

Event description:
A healthcare professional (hcp) reported that a patient was treated with juvéderm® voluma¿ with lidocaine in the ck1 0,1x3 bilateral ck2 0,2 bilateral, ck1 0,5 bilateral, ck4 0,5 bilateral, ck3 0,5 bilateral, c1 0,7 bilateral, and c2 0,3 bilateral. The patient experienced chin swelling, pain, swelling in the area of the soof on both sides. The hcp stated that it is probably a delayed hypersensitivity reaction. The patient thought it was a larger subcutaneous pimple because of the pain and appearance. The hcp prescribed the patient systemic antibiotic (decreasing dose until withdrawal). After 2 days, the complaints subsided, and after a few days (while on pronisone 10 mg, the swelling appeared in the area of the soof on both sides. The patient was examined by the ent specialists, a dentist and the injecting physician. The swelling subsides completely within 2 days. The patient took their last dose of pronisone 10 mg on 3/21. The next day, swelling occurs on the right side of the face, after 24 hours the swelling decreases slightly, it does not disappear but according to the patient¿s description, there remains a ¿lump¿ that the patient feels under the swelling which was not there. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)) and (B)(6) (emdr(B)(4)). This emdr is being submitted for the juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.